Manufacturer narrative:
Device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The pump was explanted after an implant duration of 3 years due to "did not function anymore." A follow up report will be sent if add'l info is received.